Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm frequently. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.